Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, brown particles and two curved openings. A leak test was performed which identified openings. A microscopic analysis was performed which identified one opening crease smooth and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease smooth assessed as fold flaw opening and one opening striated assessed as surgical damage.

Event description:
Device has been explanted.